Manufacturer narrative:
The report is based on info rec'd from the customer. The customer performed visual inspection of the gantry arm per user bulletin cub 90-7 (sent (B)(4) 1990) and the mds nordion procedure (B)(4). The customer noted that cracks were observed in the outer face of the counterweight end of the gantry. The therapy head and counterweight are attached to opposite ends of the gantry and are very heavy (> 1000 lbs each). Cracks in the gantry indicate a failure in the cast iron material and that separation of the counterweight from the gantry may occur. Separation of the counterweight would allow the therapy head to swing downwards. The customer rec'd notification (B)(4) in 1991 stating that the theratron 80 units are showing signs of wear and tear, are past their useful safe life and should be removed from svc. The theratron 80 is now 36 years old. A letter was sent to the customer (B)(4) 2006 advising them that records indicate that a crack was detected on their unit and that the unit should be taken out of svc.

Event description:
A report was rec'd that crack was discovered in the beam stopper end of the gantry.